Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an ICD insertion interventional procedure, and the procedure was completed on the same system with a 20-30 minute delay using the hand switch in the control room. The customer reported that, during an electrophysiology procedure, the doctor was unable to use the footswitch for fluoroscopy or exposure, leading to operational disruptions. Analysis of the system log files revealed excessive footswitch errors occurring almost daily, indicating a persistent issue impacting normal use. A philips field service engineer (fse) conducted an onsite inspection of the system. The fse tested the footswitch but was unable to replicate the reported issue during testing. Despite not being able to duplicate the issue, the fse decided to replace the footswitch with a new unit to ensure functionality. Post-replacement testing confirmed that the system worked as designed. The defective wired footswitch was sent back to philips for detailed failure analysis. Testing indicated that the cable had been squeezed, which led to internal damage. When the portion of the cable marked in red was bent, the footswitch functioned correctly. However, stretching the cable interrupted the safety signal, confirming the malfunction. By replacing the defective footswitch, the system was returned to operation in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger exposure or fluoroscopy, delaying the procedure 20-20 minutes. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.